Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient condition was good.